Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Tacks were visible in the shaft and the shaft was bent. The handle was able to cycle and 15 tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent shaft may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, the surgeon was firing the device into cooper's ligament above the bone, and the tacks would not hold. They remained lodged into the tissue. He fired over ten tacks with no avail. To complete the procedure, another device was opened and worked fine on the first time.